Event description:
The hcp reports the estimate reservoir volume (erv) to be 4 and the actual reservoir volume (arv) to be 15. Pain symptoms have increased; the pt has a very complex pain pattern. The patient takes oral meds as well, so it could be masking some of the return of symptoms. The hcp was unable to aspirate the catheter when trying to do a catheter access port (cap) study. The MFR rep discussed other toubleshooting procedures. Seveteen days later, the hcp later, reported a roller stall was confirmed using fluoro and comparing with still shots; there was no motor movement. The erv was 3 and the arv was 16. The pt was having return of pain symptoms. The MFR recommended replacement and sending the device in for testing. A follow-up report will be sent if additional info becomes available. Refer to MFR report # 6000153-2007-01296.